Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device displayed safety mode. Technical services (ts) recommended device replacement. This device remains in service at this time. No adverse patient effects were reported.